Event description:
The customer stated that the battery for the defibrillator stopped functioning. There was no patient involvement.

Manufacturer narrative:
(B)(4): two battery malfunctions were identified and reported on medwatch 1218950-2013-01831. Medwatch 1218950-2013-01831 has been corrected to address only the first battery malfunction and this medwatch addresses the second battery malfunction. The battery was replaced to resolve the issue. The device remains at the customer site. Philips concluded that this was a malfunction of the battery where the battery was low or empty.